Event description:
It was reported that during the left internal carotid artery thrombectomy procedure, the subject balloon catheter was prepared per the direction for use and delivered into the c1 section of the patient's anatomy with the help of the short sheath. Then, the distal access catheter was placed, and deployed the stent retriever inside the patient's anatomy. After the stent was deployed for 5 minutes, the physician dilated the subject balloon catheter with 0.6ml of 1:1 contrast agent but the balloon was not inflated. The physician found the balloon was leaking inside the patient's anatomy and the patient's vessel was not clear. The physician deflated the subject balloon and removed out from the patient's anatomy after the first thrombectomy passed. In the physician's opinion, the subject balloon may be leaked due to damage caused by the short sheath or by calcification. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the left internal carotid artery thrombectomy procedure, the subject balloon catheter was prepared per the direction for use and delivered into the c1 section of the patient's anatomy with the help of the short sheath. Then, the distal access catheter was placed, and deployed the stent retriever inside the patient's anatomy. After the stent was deployed for 5 minutes, the physician dilated the subject balloon catheter with 0.6ml of 1:1 contrast agent but the balloon was not inflated. The physician found the balloon was leaking inside the patient's anatomy and the patient's vessel was not clear. The physician deflated the subject balloon and removed out from the patient's anatomy after the first thrombectomy passed. In the physician's opinion, the subject balloon may be leaked due to damage caused by the short sheath or by calcification. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The returned product was not confirmed to be the product reported in the complaint as the packaging was not returned with the device. During visual inspection, the device's shaft was found to be kinked/bent and damaged (wrinkled). Functional inspection could not be performed due to the condition of the returned device. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was returned for analysis and the reported event was not confirmed. Additional information clarified that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush set up and maintained throughout the clinical procedure and the patients anatomy was severely tortuous. The device was returned for analysis and its outer shaft was found kinked and wrinkled. The damages noted to the device is indicative of the reported event. It is probable that the device was damaged during the clinical procedure, causing the reported events. An assignable cause of procedural factors will be assigned to the reported events balloon leaked during use and balloon failed to inflate as well as the as analyzed events balloon catheter kinked/bent and balloon catheter damaged, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.